Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4), sn from associated product information was updated from l) (B)(6), to l) (B)(6).

Manufacturer narrative:
Device evaluation completed on march 27 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth mod + prof xtra 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and six (a, b, c, d, e, and f) tears were found on the posterior view, measuring approximately 2.9 cm, 0.1 cm, 0.2 cm, 1.3 cm, 0.4 cm, and 0.3 cm respectively a microscopic examination was performed, and the cause of all tears could not be identified. Therefore a thickness measurement was conducted on the shell at the tears, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Note: two devices were received with the same lot number and both are ruptured. Therefore mentor will report the other ruptured device as well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a asian female who underwent an unspecified breast augmentation with a mentor memorygel xtra , 325cc silicone breast implant experienced left-sided silent rupture postoperative. The issue was confirmed by MRI examination. As a result, patient underwent bilateral replacements as follow: left/ catalog number: smpx-325, serial number: (B)(4), right/ catalog number: smpx-325, serial number: (B)(4) on (B)(6) 2022.